Manufacturer narrative:
The reported event of accuracy issues could not be confirmed based on the information provided. The log files and patient folder were reviewed and a subject matter expert was consulted. No product failures were found and there is no indication that the software did not perform as intended.

Event description:
It was reported that during a vp shunt placement the accuracy of the system was off and the surgeon chose to abort the use of navigation. The case was completed successfully without any clinically significant delays or impact to the patient.

Event description:
It was reported that during a vp shunt placement the accuracy of the system was off and the surgeon chose to abort the use of navigation. The case was completed successfully without any clinically significant delays or impact to the patient.